Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia to 206 mg/dl after lunch while using the ilet, which subsequently returned glucose to target without intervention. Symptoms included no reported adverse clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no back-up therapy, no ketone testing, no alerts or alarms requiring action, and no need for assistance. Investigation included review of the reported event details and user feedback during troubleshooting and education. Investigation of this case revealed no device malfunction, no component failure, and no use-related error, and the device maintained glucose control following the postprandial rise. It was concluded, based on previously established findings for similar reports, that the cause was unclear.